Event description:
It is reported that the device was implanted in 2001, and revised in 2009, due to pain, breakage, wear, and osteolysis.

Manufacturer narrative:
Evaluation summary: device was in vivo for approximately 7 yrs and 8 months. X-rays taken on the date of the explantation clearly indicate poor alignment of the knee components, and suggest the articular surface is much thinner on the medial side than the lateral side. Dimensions of the part in measureable areas were found to meet the print specification. The device clearly exhibits damage on the medial border and the medial condyle is significantly worn down, relative to the lateral condyle. On both the medial and lateral condylar surfaces, there exists a shiny appearance that is reflective of wear and/or cold flow from articulation with the femoral component. The patterns suggest that the articular surface may have been externally rotated with respect to the femur. This type of malalignment could have contributed to the damage to the medial half of the articular surface. Sem analysis indicated the presence of third body particles on the articulating and backside surface. The medial condyle is worn to such a degree that contact could be expected between the femoral component and tibial components, which may have contributed to the generation of the third body particles. However, it is unclear whether the malalignment may have overtime happened or at time of implantation. Review of the device history records was also not possible, as the product and/or lot #'s required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Scanning electron microscopy (sem) energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.